Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported additional endovascular and procedure (reline with medtronic aui device and fem-fem bypass on 07 august 2019) was confirmed. The type iiib endoleak was unconfirmed due to the provided non-contrast CT scan (poor imaging). There was also evidence to reasonably suggest the presence of a type iiia (aortic) endoleak per 43-month post index discharge summary. The following observations were likely contributing factors to the event: extreme infrarenal angulation of 74 degrees (aortic remodeling suspected), and the off-label initial implant of afx with no prior sizing of products. No procedure-related harms were identified, and the final patient status was reported in good condition. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections to g4, h6: h6 result code; remove 3233 h6 conclusion code; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented with a type iiib endoleak. The physician elected to treat the patient by relining with a gore (non-endologix) excluder. The patient was reportedly in good condition. As of date, there have been no additional patient sequelae reported. Additional information received per clinical evaluation confirming that the initial implant was an emergent use of the afx system due to a pre-existing rupture, which is cautionary product use. A type iiia endoleak was also confirmed present at the time of the reported event per CT (computed tomography) scan from (B)(6) 2019; date of event therefore updated. Additionally, the re-intervention was confirmed to have been performed on (B)(6) 2019 in which the physician implanted a medtronic (non-endologix) aui (aorto-uni-iliac) device with a right iliac extension (unknown manufacturer), and a right-to-left femoral-femoral lia (left iliac artery) coil, which is an off-label procedure due to adjunctive use of non-endologix products.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented with a type iiib endoleak. The physician elected to treat the patient by relining with a gore (non-endologix) excluder. The patient was reportedly in good condition. As of date, there have been no additional patient sequelae reported.